Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced an 'electrical fault alarm' on multiple controllers prompting the request for a manufacturing representative. Patient servicing history revealed there were no related events prior to the reported events. The driveline connector was evaluated by the manufacturing representative who confirmed the reported 'foreign material' event in the driveline connector resulting in the cleaning of the driveline connector and a controller exchange. The patient became short of breath and at one point stopped breathing during the servicing procedure. Patient returned to baseline parameters shortly after reconnecting the pump. The controller ((B)(4)) was returned to the manufacturer for evaluation. Visual inspection revealed the presence of foreign material in the driveline connector port of the device; additional log file analysis confirmed the reported 'electrical fault' events for controller. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is three of three reports (3007042319-2014-00702, 2015-02733 and 3007042319-2015-02734) submitted for devices related to the same event.

Event description:
It was reported from united states that the controller had self-clearing 'electrical fault' alarms on (B)(6) 2014. The hospital staff performed a controller exchange and the alarm cleared. It was stated that the patient tolerated the controller exchange without incident but felt a "burning in his chest". On (B)(6) 2014 the controller had additional electrical fault alarms, which the hospital staff was able to reproduce via manipulation of the driveline connector. Preliminary analysis of controller log files was performed which confirmed the presence of the electrical fault alarms. A representative of the manufacturer confirmed with the hospital staff that the patient could tolerate the ventricular assist device (vad) being off for short periods while the driveline and controller connectors were inspected and cleaned. The driveline and connectors were examined and appeared in good physical condition. Prior to beginning the cleaning procedure, the patient was taken to the intensive care unit (ICU) and prophylactically started on intravenous heparin to maintain the activated clotting time (act) at 300 seconds. An echocardiogram was also performed. Upon inspection of the connector pins there were signs of some green residue contamination. The manufacturer's representative performed a driveline connector cleaning procedure on (B)(6) 2014 per manufacturer's specifications. One vad-disconnect was performed lasting approximately 45 seconds. During the 45 second procedure the patient became short of breath and at one point stopped breathing at which point the pump was reconnected. An echocardiogram was performed after the cleaning procedure which showed that all cardiac and hemodynamic parameters had returned to baseline levels. The electrical fault alarms could not be reproduced after the procedure. A controller exchange was performed during the procedure. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis.